Event description:
The user facility reported to terumo cardiovascular systems that a robotic assisted mvr (mitral valve replacement) and asd (atrial septal defect) repair was being performed on a (B)(6) female. Vacuum assisted venous drainage (vavd) was being used to augment venous drainage of the sx25rx circuit. A positive pressure relief valve that is usually attached to the venous reservoir to limit the amount of positive pressure in the venous reservoir was not available. The perfusionist elected to proceed without the valve in place. Within a few minutes after the initiation of cpb, air was observed in both the arterial cannula and venous return line of the cpb circuit. This was likely caused by excessive positive pressure in the venous reservoir. Air was remove by the cv surgical team and the surgical procedure was completed as scheduled. The pt was discharged from the hospital within a few days of the procedure. She had no signs of neurologic deficit and was discharged to her home.